Event description:
On 12/aug/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired while connected to the device. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient expired at home while connected to the liberty select cycler on (B)(6) 2025. The pdrn reported the primary cause of death was cardiac arrest, and unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Additionally, a review of the treatment data did not reveal any alarms were present.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage: damaged/cracked top cover, bezel damaged there were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane a (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. The cycler was found to have insect infestation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired while connected to the device. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient expired at home while connected to the liberty select cycler on (B)(6) 2025. The pdrn reported the primary cause of death was cardiac arrest, and unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Additionally, a review of the treatment data did not reveal any alarms were present.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of cardiac arrest and death, as the patient was actively undergoing ccpd therapy when he expired. The patient¿s primary cause of death was reported as cardiac arrest. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (including sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.